Event description:
"The tooth indicated hurts all day even after removing the aligners. The one next to it is confirmed dead, which is why it is discolored. This set of aligners has been the tightest so far." Update on (B)(6) 2024: 'I've been in the same aligners since this email without using the hyperbyte and there is still some pain in the same tooth but it has minimized. The app tells me to continue with these same aligners and won't let me change. What should I do next? I'd rather not use the hyperbyte going forward, even if that means a longer plan overall.' Update on (B)(6) 2024: 'my dentist has provided the attached. He has suggested my aligners be changed every 10-14 days rather than 7. Please let me know if you need anything else.' Update on (B)(6) 2024: 'I've asked for the clinical notes but haven't yet received a response. As soon as I have the details from them, I will share it. My tooth is not comfortable but the pain has subsided overall.' Update on (B)(6) 2024: 'I can't note the aligner change in the app still. Will this be updated soon?'"

Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA: (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.